Event description:
An amo sales representative was notified by an optometrist's office that a female patient experienced a corneal ulcer while using complete multipurpose solution easy rub formula to care for her purevision toric contact lenses. The patient has been has been a contact lens wearer for " years". Patient initially complained of ocular irritation. She sought medical attention and her event was diagnosed as corneal ulcer. Attending optometrist's opinion regarding the relationship of event to product = definitely. Outcome info: eyesight threatening, treated with rx drug, required intervention to preclude permanent injury and still under treatment. Event description and treatment: developed three corneal ulcer three days after began using new bottle of complete. Patient was treated with zymar q 2hr and polysporin. Four days later, ulcers were healed, but spk remained. Treated the spk for 17 days with zylet. Spk remained and is being treated with lotemax. Patient and her son share the same bottle of solution. See related MDR 2020664-2008-00048.

Manufacturer narrative:
Retain unit evaluation results: physico-chemical and microbiology analysis results are correct and all parameters are within established acceptance criteria. Returned unit evaluation results: physico-chemical and microbiology analysis results are correct and all parameters are within established acceptance criteria. Root cause has not been established.